Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that a patient was treated by the lifevest on (B)(6) 2018 and passed away two days later on (B)(6) 2018. The lifevest delivered two treatments during the event. The patient was in the hospital at the time of the event. The patient degraded to vt (210 bpm) at 06:03:58 on (B)(6) 2018. The lifevest delivered a treatment during vt at 06:04:35. The post-shock rhythm was asystole. Post-shock asystole is a known potential adverse outcome of defibrillations. A second treatment during asystole was delivered at 06:04:59. Over-sensing of low amplitude cardiac input signal contributed to the false detection. The patient remained in asystole following the treatment. The lifevest was shutdown at approximately 06:05:35. It was reported that the shocks from the lifevest left red marks under the patient's left breast. The patient reportedly passed out and fell backwards and hit the floor during the event, leaving marks on her back. The patient remained hospitalized and passed away two days later. The patient was not wearing the lifevest at the time of passing on (B)(6) 2018.